Event description:
It was reported that after a da vinci gastrostomy surgical procedure, it was noted that holes were observed on the shaft and the insulation of the bowel grasper instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments main tube had scratch marks and abrasions. The black tube insulation was damaged at the distal end. The insulation was gouged on one side and has a .01 x .057 piece missing 7.1 above the snake wrist. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the main tube and insulation if to recur could cause or contribute to an adverse event.